Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was hospitalized one day after onset an was treated with ceftriaxone injection (1g) and amikacin injection (70mg) for the event. At the time of this report, the patient remained hospitalized and has not recovered. On an unknown date, the patient's catheter was removed and the patient was switched to hemodialysis twice a week. No additional information is available.